Manufacturer narrative:
H6: investigation summary: the sample submitted by the facility could not be returned to the manufacturing facility, due to current customs law in china. High-resolution microscopic images were taken of the component's surface and submitted to the engineers at the manufacturing facility. Using the images our engineers were not able to identify any damage that would have lead to a leak. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd¿ prn adapter leaked from the luer connection during use. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, leakage from the rubber component was observed. No information on what leaked was provided in the initial report."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ prn adapter leaked from the luer connection during use. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, leakage from the rubber component was observed. No information on what leaked was provided in the initial report."